Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. Oversensing of noise and loss of capture was also observed on the rv channel. No changes were made and the rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. Oversensing of noise and loss of capture was also observed on the rv channel. No changes were made and the rv lead remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the rv lead was explanted. No additional adverse patient effects were reported.